Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted one month ago and it was recently activated. The device never worked from activation day, the doctor spoke to patient on phone and saw him in office but the problem was not solved. The patient has an appointment schedule to evaluate device. No patient complications were reported.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted and it was recently activated. The device never worked from activation day and the patient was experiencing urinary incontinence; the doctor scheduled a follow up appointment. On the follow up, the device pumped with no success therefore a replacement surgery was performed. Upon removal, it was noticed that the pressure regulating balloon (prb) had a tear, and the pump would not fill. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) ams 800 system underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the balloon and the pump. A pinhole tear was identified in the cuff shell. The damage appears to be consistent with a sharp instrument. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted and it was recently activated. The device never worked from activation day and the patient was experiencing urinary incontinence; the doctor scheduled a follow up appointment. On the follow up, the device pumped with no success therefore a replacement surgery was performed. Upon removal, it was noticed that the pressure regulating balloon (prb) had a tear, and the pump would not fill. No patient complications were reported.